Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve a true balloon was used to post dilate the valve. The balloon locked a frame tab of the valve between the kevlar folds when the balloon deflated and would not release, dislodging the valve. The corevalve was left implanted in the ascending aorta. A second corevalve was successfully placed. During the procedure, the electrocardiogram (ECG) showed complete heart block (chb) and a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported clinical observation cannot be confirmed. Based on the information provided, the reported dislodgment was due to the post implant balloon aortic valvuloplasty (bav) catching on the valve frame. The IFU states: in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may be performed to improve valve function and sealing. The procedure was successfully completed with no adverse patient effects reported.

Manufacturer narrative:
A subsequent review of an angiogram from the procedure did not show the final deployment/post-implant dilatation/valve dislodgement sequence. A conclusive root cause of the device dislodgement could not be confirmed with the information available.